Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high pace impedance of 1,936 ohms at the initial implant. Subsequently, the impedance increased to greater than 3,000 ohms which is considered out-of-range. Boston scientific technical services (ts) recommended examining the system under fluoroscopy. The patient is being scheduled for follow up. This product remains in service. No adverse patient effects were reported.